Event description:
Customer reported that he had high blood glucose of 344 mg/dl due to his insulin pump is not delivering the right amounts of insulin when it shouldn't be. Customer stated that he is traveling and it was unable to troubleshoot the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.